Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports being told that the patient was initially planning for a pocket revision because the patient had lost approximately 80 pounds due to patient attempting to/trying to lose weight on their own. Rep reports the physician planned for a battery replacement to newer model ins. Rep reports that while going back for surgery the pt mentioned "any time that people program it, the settings change themselves and then nothing works well". Rep reports patient was not using adaptivestim and rep does not believe the patient was using cycling. Rep reports the pt was only using one program with low settings, and rep confirmed before the case started, leads were in the same place and impedances were within normal limits. Rep reports the cause of this reported issue was not determined/known. The patient reported it had been going on for a long time/"years". No other troubleshooting was performed outside of device replacement. Rep reports it is unknown if the issue was resolved stating they don't turn stimulation on right after surgery and wait until post op with appointment (planned for monday july 6th, 2026) to set up programs. Rep confirms just the ins was replaced not the leads. Rep has the ins in their possession and plans to return the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.